Manufacturer narrative:
The returned peritoneal catheter met all requirements for patency, leak, tensile strength, and elongation testing. A review of the manufacturing records was not possible as no lot number was provided. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the shunt was revised due to one of its components having been damaged. The report states that the patient has not shown any particular health problems as a result of the event.